Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device "patient reading is not accurate." It was reported to philips that the alleged failure was observed while the device was in use on a patient. The patient involved died. Investigation pending. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
No appropriate conclusion code for software problem.

Event description:
A customer was unable to establish a waveform reading while monitoring with paddles on a cadaver. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. No ECG strips or case events files were available for evaluation by a philips clinician. A philips field service engineer (fse) evaluated the device and determined that the reported problem was related to the device's software. The fse updated the device software to the latest version, as implemented in field change order fco86000254a. The device passed all operations tests and remains in service at the customer site. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.